Event description:
A malfunction was reported on pump, but no notable events occurred prior to the issue. There was no adverse impact to customer¿s blood glucose level. Technical support assisted the caller with resetting pump, after which malfunction code did not recur, and customer was advised to continue using pump while remaining vigilant for any future issues.